Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the left ventricular (lv) lead was found out to be dislodged as it exhibited phrenic nerve stimulation from all poles. The lv lead was explanted and a new lead was placed. No additional adverse patient effects were reported.